Manufacturer narrative:
On 16 aug 2018 the field service engineer (fse) was at the customer site and found that the instrument had been generating vote outs and system messages since the day before ((B)(6) 2018). The customer had observed the three abnormally high plt results and stopped the instrument. Daily checks were run and failed for rbc and plt background. The fse then found that the rbc apertures were partially clogged. The fse cleaned the apertures to resolve the issue. The assignable cause for the reported event was a partially clogged rbc aperture. The fse also completed (B)(4) to update the software to version 3.2.1. The fse verified the repairs by running daily checks which passed. An improvement for plt flagging was developed and released as a part of a software update to the dxh800 that is designated v3.2.1 on 2017-12-22; approximately (B)(4) of the worldwide product installed base has been upgraded as of (B)(4). Due to an increase in the number of complaints received related to unflagged erroneously high plt patient results released from the lab, bec has determined that a field action was warranted. The field action was approved ((B)(4)) on 2018-07-30 and includes a software patch for the improvement for the plt flagging component of v3.2.1, which will expedite installation of this improvement for rest of the installed base ((B)(4)). Bec internal identifier - (B)(4).

Event description:
The customer reported that their unicel dxh 800 coulter cellular analysis system generated erroneous high platelet (plt) results on three patient samples. The results were not released outside the laboratory. There was no report of impact to patient treatment related to this event. Review of the print outs provided by the customer show that two patients run on (B)(6) 2018 gave abnormally high plt values at 7:13 and 7:15 with no system flags or messages. Another patient run that day at 7:21 gave an erroneous high plt result of 506, however, the instrument generated r flags for plt and plt inter: debris system messages for this run. The customer reran the abnormally high plt samples and verified the results were erroneous.